Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown valve procedure on (B)(6) 2019 and suture was used. The pulling off suture needle happened when the suture was taken out for an valve surgery. Changed another one to complete the surgery. There was no adverse patient consequence reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch kkq435 and no non-conformances were identified.